Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm developed. The patient presented to the ER with complaints of chest discomfort, dyspnea and diaphoresis. Initially the ECG showed subtle st deflection. That quickly changed to st elevation cardiology was contacted and the patient was started on plavix. Aspirin beta blockers, statins and IV integrilin and lovenox and was brought emergently to the ccl for a left heart cath. The patient was diagnosed with an acute mi. Access was obtained through the right femoral artery. Coronary angiography, a left ventriculography and ivus were performed. The left circumflex artery had a 99% stenosis in the large first obtuse marginal (om1) just at its bifurcation. Taxus express2 3.5x12mm drug eluting stent was inserted intothe mid 0m1 and deployed at 12 atm's. Ivus confirmed excellent sizing and apposition. The patient was instructed to exercise, lose weight and stop smoking and was to follow-up in the next two to four weeks. The patient presented to the ER about four months later with complaints of unstable angina and chest pain. The patient has been reported to be non-complaint with his medications in the past. An urgent left heart cath was done. Access was obtained in the right femoral artery. Percutaneous intervention was performed and an IV bolus and drip of integrilin and IV lovenox were administered. Ivus was performed and showed that there was some restenosis distal to the cx stent but he found multiple aneurysms inside the stent towards the distal end measuring about 6-7mm. The physician is considering this to be an allergic reaction however he does not know if it is to the polymer or the drug. He did place another taxus stent, a 3.0x12mm, in the sistal 1st om and deployed the stent at 12 atm's no medical intervention was done for the aneurysm. The patient was to continue with the aspirin. Plavix, statins, ace inhibitor and beta blockers. It was also recommended again that the patient exercise, lose weight and stop smoking. The physician plans to bring the patient back to the ccl after three months to follow-up.